Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery on (B)(6) 2024 the ratchet handle would not rotate and was unable to perform the up and down motion. There was no patient involvement with no harm or delay reported. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9. E1, e2, e3, g2, g3, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech confirmed the ratchet was sticking onto the mesher. The ratchet gear, shoulder bolts, and washers were replaced. The unit was calibrated and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.